Event description:
Have pain and tightness around both implants, aching neck and back, shoulders, and does not respond to nsaids. Tender spots on both sides and as of 04/22 plastic surgeon says she thinks unrelated to implants. My docs refuse to accept breast implant illness as real. No tears have been done. FDA safety report ID# (B)(4).